Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted tool marks on the device header and the medical adhesive did not adhere to the device case resulting in the header being loose. Laboratory analysis confirmed the reported clinical observations and concluded that the loose header was consistent with induced damage.

Event description:
--

Event description:
Boston scientific received information that the header of this implantable cardioverter defibrillator (ICD) was observed to be damaged/loose. The device was explanted and replaced. No additional adverse patient effects were reported.